Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided the reported mitral regurgitation is due to disease progression. There is no indication of a product issue with respect to manufacture, design or labeling. H6 correction: 1964 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2019, two clips (90611u135, 90812u128) were successfully deployed. On (B)(6) 2019, a 30 day followup revealed that the patient had shortness of breath and it was discovered that the patient's mitral regurgitation increased. The physician stated that the shortness of breath and recurrent mitral regurgitation was due to disease of progression. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter is being filed under a separate medwatch report.

Event description:
This is being filed to report recurrent mitral regurgitation, prolonged hospitalization, and, medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, a steerable guide catheter (sgc) was advanced to the mitral valve, and two clips were successfully deployed, reducing mr to 1-2. On (B)(6) 2019, the patient underwent a second mitraclip procedure due to increased mr of grade 4. One additional clip was implanted, reducing mr to 2. The two previously implanted clips remain stable on the leaflets. The physician stated that patient had a minor left to right shunting during the initial procedure that was expected to close on its own. But, during the second procedure, it was observed that the atrial perforation did not close on its own; and therefore an unspecified closure device was used to treat the atrial perforation. Then later that night, the patient went into cardiac arrest due to the atrial perforation. Cardiopulmonary resuscitation (CPR) was performed and then an xtracorporeal membrane oxygenation (ECMO) was placed. On (B)(6) 2019, the patient was taken off life support and died. No additional information was provided.